Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510k # k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a flexible ureteroscopy to remove a kidney stone, a cook® single-use holmium laser fiber was being used. A scrub nurse was leaning against the laser machine to visualize where the fiber was in the patient. The nurse then heard a "fizzing sound, smelt burning, looked down, and realized the fiber had broken at the hub". The nurse then pressed the emergency stop button. After pressing the emergency stop button, the nurse became aware of holes in her lead apron and scrubs. She then found a "tiny red spot" on her skin. The nurse's skin was then irrigated, a dressing was applied, and she returned to work. A new laser fiber was used to complete the case without difficulty. No adverse effects to the patient occurred due to this incident.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed fiber was returned in used condition. The fiber was separated at the distal edge of the silicone plug cover. The length of distal segment measured 289.7cm. Fiber optics protrude 6mm from the distal end of the blue sheath. Close examination of the point of separation showed the fiber was heavily charred at the inside edge of the plug cover, the inside of the white protective sheath, and on the blue jacket covering the fiber. The point of separation on the fiber and protective sheath have a melted appearance where energy had been transmitted through the fiber. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode and precautions several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue never subject fiber optics to sharp bends in handling, use, or storage. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal. Poor lasing beam alignment or focus. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU could have contributed to this event. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 05dec2019.